Manufacturer narrative:
Correction to manufacturer's investigation conclusion. Manufacturer's investigation conclusion: evaluation of (B)(6) found a thrombus surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. Additionally, a thrombus formation was observed adhered to one of the rotor blades. A direct correlation between the reported multi-organ failure and the device could not be conclusively determined. The pump was returned assembled with the entire driveline, measuring approximately 38 inches, attached and intact. Examination of the pump blood-contacting surfaces found a red, tissue-like deposition surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. The thrombus showed laminated layering, suggesting that it formed in the outlet stator; however, its origin could not conclusively be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Origins and duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. Additionally, visual examination of the rotor revealed that a flat, red, tissue-like thrombus formation was loosely seated on one of the blades of the rotor. The thrombus lacked laminated layering, suggesting that it did not initially form on the rotor; however, its origin could not be conclusively determined. The duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, the observed thrombi could have contributed to the reported elevation in ldh. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU section 1 of this IFU lists device thrombosis, multi system organ failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusions: evaluation of (B)(4) found a thrombus surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. Additionally, a thrombus formation was observed adhered to one of the rotor blades. A direct correlation between the reported multi-organ failure and the device could not be conclusively determined. The pump was returned assembled with the entire driveline, measuring approximately 38 inches, attached and intact. Examination of the pump blood-contacting surfaces found a red, tissue-like deposition surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. A root cause for the development of this formation could not conclusively be determined through this evaluation. Additionally, visual examination of the rotor revealed that a red, tissue-like, thrombus formation was adhered to one of the rotor blades. The origin and duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. The observed thrombi could have contributed to the reported elevation in ldh. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had untreatable ventricular fibrillation and right heart failure right after the hmii implantation. On (B)(6) 2019, acute deterioration of liver function was confirmed. The patient's lactate dehydrogenase (ldh) and t-bill could not be lowered and diuretics did not work. Respiratory failure was seen on (B)(6) 2019. Despite adding o2 and changing pump speed, multi-system organ failure and lung status worsened. The patient's breathing stopped due to the progress of acidosis. The patient was intubated and started on dialysis but the general condition of the patient worsened and they expired on (B)(6) 2019. No additional information was provided.